Manufacturer narrative:
Event date: exact date unknown, event occurred two months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg more often and for longer periods of time. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned per hospital policy.